Manufacturer narrative:
It was reported that the patient underwent skin revision under general anesthesia (date not reported) during the abutment change. This report is submitted on april 18, 2017.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site, subsequently the patient was administered topical and injectable steroids (date not reported). The implanted device remains.